Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's father reported that a sensor error message of "replace sensor" was received on the same day that he placed his son's adc freestyle libre sensor. The father reported that his son did not have any symptoms but required treatment and was unable to treat himself. The father administered ¿glucosprint¿ (oral glucose solution) and a candy to his son as treatment. There was no report of hcp treatment or intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection performed on the returned sensor patch, no obvious defects observed. Sensor plug was properly seated in mount. Removed plug and inspected the plug assembly, no failure mode was observed. Data was successfully extracted using approved software. The sensor was found to be in state 1 (factory state). No product deficiency was identified.

Event description:
A customer's father reported that a sensor error message of "replace sensor" was received on the same day that he placed his son's adc freestyle libre sensor. The father reported that his son did not have any symptoms but required treatment and was unable to treat himself. The father administered ¿glucosprint¿ (oral glucose solution) and a candy to his son as treatment. There was no report of hcp treatment or intervention. There was no report of death or permanent injury associated with this event.